Manufacturer narrative:
Device evaluation: the device was was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient had a 548 ml infusion. The patient returned the following day with about 250 ml left. The pump was alarming with an air-in-line alert. When the line was examined, it appeared to be clear of any air bubbles. The pharmacy had primed a new line and tried to re-initiate the infusion with this same pump, but the air-in-line alert kept firing. The event occurred while in use with a patient at the patient's home. There was no patient injury.

Manufacturer narrative:
Additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: date of event and patient information updated.